Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing stimulation even though he turned his stimulation off. The patient also stated he noticed the scs system turning on/off without prompting. Follow up identified the patient's physician replaced the patient's scs ipg. Reportedly, the replacement of the ipg resolved the issue.